Event description:
It was reported the pt received a low battery warning. They cleared the flag after receiving proper instructions. The pt plans to meet with an sjm rep to troubleshoot the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.